Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced access site hematoma requiring intervention. The patient was initially placed on an impella cp for mcs (along with veno-arterial extracorporeal membrane oxygenation) for approximately three days before being successfully escalated to an axillary impella 5.5 on the right. While on the impella 5.5, day 10 of support, a hematoma at the right axillary access site was noted. The patient required and received two units of packed red blood cells and cryoprecipitate. The patient had a computed tomography scan confirming a pseudoaneurysm at the axillary site. The patient was thrashing her right arm due to inability to speak with tracheostomy. Approximately two days later, the impellla 5.5 was successfully weaned, and the device explanted. The patient survived. The removal was via a surgical cutdown. When the impella 5.5 was removed, clots were observed (but not in the graft) and were removed. The graft looked fine. Stimlan beads were used and a surgical stapler to close the site with the graft trimmed and a small amount of the graft was left for now to limit the risk for an infection.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the major bleed, a small hematoma at right axillary site was noted. The cause of the major bleed was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Regarding the thrombosis, in order to make a root cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.